Manufacturer narrative:
H11: the actual devices were not available; however, ten (10) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Iodine was present in each of the minicaps. Functional testing was performed and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified quantity of minicaps had too little iodine on the sponge. The sponges were dry. This was identified after use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.